Event description:
It was reported that a patient implanted with an impella cp experienced the pump pulled back into the aorta during patient movement. The pump was surgiacally re-advanced into the left ventricle. Later, the pump was explanted and exchanged for an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position into aorta by the patient during large bath turn. The device passed all post sterile inspection checks.